Manufacturer narrative:
The device was received and evaluated. A section of the exposed portion of the soft cannula was found to be flattened. A tear was found on this damage portion and fluid was unable to pass through the fluid path as it diverted through the tear. The downloaded data shows pulse width increases, but no drivestall was seen. This indicates the device was able to deliver insulin during the run. It could not be determined when or what caused damage to the exposed portion of the soft cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient drank water, administered a manual injection of insulin and applied a new pod.